Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump cannot be uploaded to carelink pro. The customer's blood glucose level was unknown mg/dl. The customer states that the link device was found but no connection be establish on the insulin pump. The healthcare provider stated all button presses did not respond. The customer insulin pump iw, to be returned and replaced.

Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. The insulin pump was unable to perform download to the carelink pro and blood glucose meter due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.